Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited high capture thresholds and high pacing impedance. The lead was capped and replaced successfully. The patient's condition was stable